Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). Several attempts have been made in order to clarify the issue and no answer were received. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of an error message displayed on a s5 system during procedure. There was no report of patient injury.